Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration') and fallopian tube perforation ('perforation: fallopian tube') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included asthma, irritable bowel syndrome, migraine, pelvic pain, cautery to nose, ankle operation and endometriosis. Previously administered products included for an unreported indication: codeine. Past adverse reactions to the above products included nausea with codeine. Concurrent conditions included pelvic pain, uterus enlarged and ovarian cyst. Concomitant products included dicycloverine hydrochloride (dicyclomine hydrochloride) and salbutamol (albuterol). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, dermatitis allergic, hypersensitivity, psychological trauma, vaginal infection, alopecia, migraine, headache, weight increased and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hypersensitivity, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "medical device removal" replace with new events: "perforation: uterus/migration, perforation: fallopian tube, pelvic pain, abdominal pain, back pain, dysmenorrhea(cramping), rash/skin condition, hypersensitivity, psych injury, uti, vaginal infection, hair loss, migraine, headache, weight gain, tooth disorder,she did not undergo essure confirmation test" were added. Incident; no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy (full)') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The patient's medical history included asthma, irritable bowel syndrome, migraine, pelvic pain, cautery to nose, ankle operation and endometriosis. Previously administered products included for an unreported indication: codeine. Past adverse reactions to the above products included nausea with codeine. Concurrent conditions included pelvic pain, uterus enlarged and ovarian cyst. Concomitant products included prenatal, multivitamin, dicycloverine hydrochloride (dicyclomine hydrochloride) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Event per pfs: hysterectomy (full). Concomitant medication added. Incident; no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.